Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. On (B)(6) 2012 the filter was seen and appeared to be stable. On (B)(6) 2017 a CT scan without contrast was performed to evaluate the ivc filter. The filter was noted to be angulated anteriorly 13 degrees and to the right by 11 degrees. The top of the filter abuts the anterior wall of the inferior vena cava. The two posterior filters pierce the ivc by 2mm.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.